Manufacturer narrative:
This complaint was created as a result of the retrospective review per eqms-CAPA-001508 implementation action. Reference: (B)(4).

Event description:
Retrospective review - acuson sc2000 unit hung during stress echo exam. System hung on shutdown after performing diagnostics. No information on how exam completed available.

Manufacturer narrative:
The initial MDR (MFR# 3023245-2024-00051) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. Review of the service ticket found that service reviewed the log files and found the system hang with a rad error on 3/14. Also, there were some software errors in the logs. Cse reloaded software and replaced the power supply module. The replacement fixed the hang issue, but the unit would not boot. After troubleshooting, the mbm250, hdd were replaced, and the sw was re-installed to get the system working. The issue did not recur. No trends were found for this issue; thus, no further action is required. Reference# (B)(4).